Event description:
Boston scientific received information that this right atrial pacing lead was fully severed at the clavical. It was reported the patient experienced pacemaker syndrome due to asynchronous pacing. This lead was capped and successfully replaced. No adverse patient effects were reported due the replacement procedure.

Manufacturer narrative:
The lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.